Event description:
It was reported the patient presented post-procedure feeling shortness of breath and chest discomfort. It was suggested the implant of the leadless pacemaker (lp) caused a pericardial effusion when the right pulmonary artery was accessed through the right ventricle. Pericardiocentesis was performed. The patient was in stable condition.